Manufacturer narrative:
Additional information was received from the customer on 8-26-10: facility figured out the problem which was the type of syringe being used. They were using a generic kind of 60cc syringe which didn't have the kind of pressure that was required for the pump. When they switched to using the bd 60cc syringe, all the pumps worked fine. Device will not be returning for evaluation. (B)(4).

Event description:
It was stated that the customer passed away due to cardiac infarction, kidney failure and diabetes complications. The customer was not wearing the insulin pump at the time of death, due to constantly being in and out of the hospital. The husband agreed to return the insulin pump for analysis. Nothing further was reported.

Event description:
Materials manager at customers facility called product surveillance on (B)(6) 2010 to report a problem with an infusor pump. The materials manager reported the pump is set up to administer medication to patient with a terumo syringe. The set being used is a baxter set #(B)(4). The pump will alarm after 5cc of medication has been administered. The anesthesiologist then removes the syringe from the pump and manually administers 1cc of medication to patient. The syringe is then placed back in the pump, however the pump continues to alarm. The anesthesiologist then removes the syringe and manually administers the remaining amount of medication to complete patient's procedure. No patient injury or medical intervention has been reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed